Event description:
It was reported that during an implant of a pacing lead into the right atrium, the doctor needed to repostition the lead but was unable to retract the helix. The lead was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor distorted; full lead was returned and analyzed. The lead was received with the distal coil distorted within the connector and it is not possible to test the helix at this time. Blood/body fluid in/on proximal conductor(not obstructed) and helix/lobe mechanism. Outer insulation is breached cut. Deformation/fracture in 5cm proximal section of the inner coil and extension problems. Damaged at implant.